Event description:
During a follow-up angiogram with bilateral runoff of both lower extremities, the aortic balloon was lacerated by calcium plaques within the vessel. Attempts by the radiologist to remove the damaged balloon were unsuccessful. The pt was then scheduled for an unplanned surgical procedure to remove foreign body near the aortic bifurcation and left tibial-peroneal embolectomy.